Event description:
A stealth 360 peripheral orbital atherectomy device (oad) was used to treat a medium calcified popliteal lesion. During an equipment exchange, the wire was pulled back and redirected down a geniculate branch. The physician did not use fluoroscopy while exchanging equipment and did not notice the wire moving. The physician attempted a treatment, in which, the oad decelerated but did not completely stop until the physician advanced the oad further. Once the oad completely stalled, the physician realized the device was stuck in a medium calcified popliteal lesion. Several attempts were made to move the oad, however, they were unsuccessful and surgical intervention was needed. The surgeon was able to remove the oad and a section of mixed morphology plaque. The patient was in stable condition. In the physician's opinion, the wire placement should have been checked prior to proceeding with the treatment.

Manufacturer narrative:
The device history record for the reported oad could not be reviewed as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).